Manufacturer narrative:
The remaining (eleventh) unit was evaluated and the issue was confirmed. The unit had a damaged component.

Event description:
This report summarizes <noe> 11 </noe> malfunction events, where it was reported the brakes were difficult to engage or would not engaged. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Ten devices were evaluated in the field and the issue was confirmed; eight devices had a build-up of dirt/debris, one device had a missing component and one device had a broken/damaged component. The devices were repaired and returned. One device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported the brakes were difficult to engage or would not engaged. There was no patient involvement.